Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. Vascular access was obtained via a transfemoral intervention approach. The 85% stenosed de novo lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 20mm x 2.50mm apex monorail balloon catheter was selected for pre dilation and during use the shaft of the device broke as a result of the significant resistance encountered. The balloon catheter was removed and the procedure was completed with another of the same device. No further complications were reported and the patient's status is stable.

Event description:
The customer reported to their baxter sales representative (bsr) of six (6) separate situations with six different patients where the IV tubing of the clearlink continu-flo 4-way stopcock extension set, product code 2c6254, lot number ur10c26064, became disconnected at the stopcock. It was reported that there was no patient injury or adverse event due to the condition. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, however, a batch review was performed on the reported lot and no deviations were noted.

Manufacturer narrative:
Sample availability is unknown at this time. Should the sample be returned /evaluated or additional information becomes available, a follow up medwatch will be submitted. (B)(4).